Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. No devices received, log review only.

Event description:
It was reported that the medication anti-thymocyte globulin (atg) started at 1227 to deliver 282.5ml over 4 hours. After 1 hour 46 minutes, the bag was empty, but the pump said it had delivered 124.77ml, with half of the infusion remaining. There was a patient involvement but no harm.

Event description:
It was reported that the medication anti-thymocyte globulin (atg) started at 1227 to deliver 282.5ml over 4 hours. After 1 hour 46 minutes, the bag was empty, but the pump said it had delivered 124.77ml, with half of the infusion remaining. There was a patient involvement but no harm.

Manufacturer narrative:
Omit: c20 - no findings available. Additional information: imdrf annex a, g, b, and c codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.